Event description:
Using suction irrigator in a case. "Used for suction in portion of case went to use the irrigation". When switched over to irrigation, a black ooze coming through tube was noticed. Irrigation was not used in patient at that point.

Manufacturer narrative:
Additional information will be provided once, investigation is completed.